Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 07-nov-2023. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the complaint lens was received at the manufacturing site for evaluation. The returned lens was tested for dioptric power on the measurement inspection quality (miq) inline optical inspection system. It was identified that the returned lens corresponded to a tecnis monofocal intraocular lens (iol) with a power of 24.5 diopter (d). A search of complaints related to this production order (po) was performed and the search revealed that up to november 9, 2023, no other complaints have been received for this production lot which rules out any manufacturing or systemic measurement issues that could impact multiple units. The manufacturing records review for this lot shows that the iol units were released within specification. No non-conformances (nc)/exception reports (ER) were found as part of this review. The lens diopter result obtained from the miq electronic system shows that this lens was released within diopter specifications. Based on lens evaluation results, it can be concluded that the returned lens is not a tecnis monofocal with 17.0d lens power, but rather the lens dioptric power was confirmed as 24.5 d. Based on the investigation results, there is no indication of product mislabeled or mix-up at manufacturing site. No product deficiency was identified or determined to be associated with the manufacturing process. The product was manufactured according to the established procedures and in compliance with their intended use. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section e1 - telephone number: (B)(6). The complaint lens was received from the external lab on (B)(6), 2023, our initial investigation indicates the diopter power was measured at 24.5 diopter. Section h3 - other (81): a review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and evaluation, a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the doctor implanted the lens with a target refraction of -1.5. The result post-op was -6.0 d, a refractive surprise for the surgeon. He suspects that the unit was incorrectly labeled and that a different power was therefore unknowingly implanted. The doctor has measured and compared our lens thicknesses and therefore comes to this assumption. He is firmly convinced that the lens was incorrectly labeled. He explanted the lens and exchanged it with a gcb00 model lens with 18.5 d. This resulted in a vison of -1.5 and the patient is happy with the result. Through follow up, doctor informed us about the results of the investigation of the explanted lens, which was sent to an external lab by the customer. As per the external lab, the diopter of the lens was found to be 25 d. No further details were provided.